Event description:
It was reported that before use, while un-packaging the 3.25x18 mm rx xience alpine stent delivery system, the stent dislodged when the stylet was removed. Reportedly, there was no resistance during removal of the stylet. The device was not used and there was no patient involvement. There was no clinically significant delay in the intended procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint database revealed no other similar incidents reported for dislodged or dislocated stent from this lot. Based on the reviewed information, no product deficiency was identified.